Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the 5-amp breaker would trip when the device was powered on. The device's ball screw assembly was replaced due to corrosion.